Manufacturer narrative:
Device evaluated by MFR.: the device was received together with its original opened pouch. The distal tip was bent and kinked; the kinked section was located approximately at 297.2 cm from the proximal end and the section bent was located approximately at 298.5 cm from the proximal end. The guidewire had the polymer tip detached; the damaged section was located approximately at 299 cm from the proximal end. The detached section of the device was not returned. No more damages were found in the device. The overall length dimensional inspection could not be performed due to device condition (polymer tip detached). The dimensions for od of the distal tip, od of the middle of the device and the od of the proximal section were inspected and were within specification.

Event description:
It was reported that guidewire tip detachment occurred. Vascular access was obtained from the femoral artery. The target lesion was located in the 99% stenosed, mildly tortuous, and severely calcified de novo superficial femoral artery and left anterior tibial artery. A 300cm straight tip v-14 control wire was used to navigate through the lesion. However, the last vessel was completely occluded and the guidewire did not work well. After withdrawal, it was noted that the distal portion was broken outside the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that guidewire tip detachment occurred. Vascular access was obtained from the femoral artery. The target lesion was located in the 99% stenosed, mildly tortuous, and severely calcified de novo superficial femoral artery and left anterior tibial artery. A 300cm straight tip v-14 control wire was used to navigate through the lesion. However, the last vessel was completely occluded and the guidewire did not work well. After withdrawal, it was noted that the distal portion was broken outside the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.